Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was: pt says they have the ins implanted for headaches. They said their ins only lasts a day and they used to only have to charge every other day. Pt is having bad headaches right now, and had to take breaks during the call to breath as they are in so much pain. Pt says their pain is "a 10 right now". Pt cant charge ins so they are in pain (waiting for new equipment). Pt says the ins started only lasting a day "on january 11th it went from every other day to every day I would have to charge". Pt will be following up with hcp and rep about this issue on january 11th. See rtg0566642, as a new controller and rtm were sent to pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.